Event description:
A report was received per social media that the patient was experiencing severe pain. It was also noted that discomfort was also experienced at the ipg site. The patient underwent an explant procedure. No further information could be obtained.